Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a pre-discharge follow-up, it was discovered that the battery voltage seemed low. Multiple interrogations and unsuccesful downloads were performed. The battery voltage varied and the rrt indicator was triggered. Normal pacing and sensing continued with no loss of capture during the tests. Subsequently, the device was replaced.